Event description:
It was reported, the patient felt ¿sharp stimulation sensations¿ and then loss of stimulation for several days prior to report. It was stated, the patient programmer showed ¿call your doctor¿ and ¿oor¿ icon. It was noted, the patient had not charged her device in 8-9 days but she had just over half a full battery left in her implantable neurostimulator (ins). It was reported, the patient was unable to adjust their stimulation, and felt a sharp stimulation sensation when she turned stimulation on. It was stated, the location of the sharp stimulation was unknown. It was reported, the manufacturing representative was meeting with the patient the week after report. It was reported four electrodes had high impedances but hey were able to program around them. It was also stated, the patient left the office receiving therapy and was happy with the coverage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).